Manufacturer narrative:
Unit passed the rewind, basic occlusion test, and occlusion test, prime/delivery test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
Customer reported via phone call to have received no delivery alarms and excessive motor error alarms. Customer's blood glucose was 600 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.